Event description:
It was reported that a trapezoid rx lithotripter basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used to capture a bile duct stone, about 2cm in size. However, the basket could not get the stone out of the bile duct. An alliance handle was then used with the trapezoid basket in an attempt to crush the stone; but the handle cannula detached from the handle leaving the stone stuck in the basket. They attempted to remove the stone from the basket with a soehendra lithotripter, but it could not be inserted to the trapezoid as the outer sheath became elongated. Eventually, the stone was released when the basket was shook. The basket was removed and a non-bsc basket catheter was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Block h6: problem code 2907 captures the reportable event of handle cannula detached. Block h10: visual analysis found the sheath was torn at distal section. The working length and pull wire were kinked/bent in several locations. The basket wire assembly was kinked and returned separated into two sections. Evidence of the wires being cut was observed in both sections. The handle cannula was found kinked and detached from the handle confirming the reported event. Both the dimples were visible on the handle cannula. Drag marks were present from the proximal and distal screw toward the proximal end of the cannula as the cannula had been forcibly pulled out from the set screws. The set screws were present in the handle assembly. The distal screw and proximal screw depth were measured and found within specification. Based on all available information, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and integrity. Handling and manipulation of the device during its use can lead to the device kinking. Kinks/bends on the working length/pull wire can cause friction on the device generating more tension on the handle when the basket is retracted, and this can result in the handle cannula detaching. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used to capture a bile duct stone, about 2cm in size. However, the basket could not get the stone out of the bile duct. An alliance handle was then used with the trapezoid basket in an attempt to crush the stone; but the handle cannula detached from the handle leaving the stone stuck in the basket. They attempted to remove the stone from the basket with a soehendra lithotripter, but it could not be inserted to the trapezoid as the outer sheath became elongated. Eventually, the stone was released when the basket was shook. The basket was removed and a non-bsc basket catheter was used to complete the procedure. There were no patient complications as a result of this event.